Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache and asthma (new or worsening). There was a report of patient death. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 12/23/2023 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache and asthma (new or worsening). There was a report of patient death. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected. During the evaluation, secondary findings were not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.